Event description:
An optometrist reported a case of stage 1 dlk (diffuse lamellar keratitis), two days post bilateral lasik surgery. Pt comments provide noted "vision good." Upon follow-up, reporter stated that the dlk resolved with treatment, and the ucva is 20/20. This report will reference the pt's right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).